Event description:
The user facility reported that water was leaking from the washer door. The water leaked beyond the footprint of the washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the door to be leaking. The technician replaced the door assembly ran a test cycle and confirmed the unit to be operational.